Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 523mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple, intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 10/10/21 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.